Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit locked up during a shoulder procedure. The unit spun 3 times and seized, with the inner teeth locking up against the outer teeth of the sheath. It was further reported that metal shards from the unit were left in the shoulder of the pt. Another unit was used and the procedure was completed successfully. It was further reported that there were no reports of any adverse consequences.